Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose of 28 mmol/l. The customer did not provide the symptoms regarding high blood glucose. Customer reported that they did not feel high but he was o the way to hospital. The reservoir was not returned for analysis.